Manufacturer narrative:
The hex area of the implant is in good condition. There is a damage to the distal tip. It has multiple fractures. Fracture indicates force placed upon an implant. A backup was available to complete the procedure. No root cause related to the manufacturing of this device can be confirmed. Device returned for evaluation.device evaluated by the manufacturer. Evaluation codes updated.

Event description:
It was reported that during the twisting the front end of screw broke. No patient injuries were reported.